Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had no display even when plugged into ac power. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18257.

Manufacturer narrative:
H10: a good faith effort (gfe) response received on 02/02/2023 stated that the customer was still awaiting the delivery of a part on back order: power management printed circuit board assembly (pm pcba). Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/25/2023, 01/31/2023, 02/16/2023 and 02/23/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.